Event description:
The customer contact reported during preventive maintenance testing at the user facility, an e630 (screw rotation error) error code was noted and the device did not pass the rotation test in the biomed mode. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.